Event description:
The customer reported seeking medical treatment due to low blood glucose. The blood glucose at time of call was 300mg/dl. Troubleshooting was performed. The customer stated that he fell asleep, did not want to eat at night, and the next morning did not wake up. The customer has disconnected from the insulin pump since his admission. The reservoir was showing the same amount of insulin as shown on the status screen. The customer mentioned that the insulin pump was lost while he was taking to the hospital. No further information was provided.

Manufacturer narrative:
The customer's blood glucose was unknown at time of admission, and troubleshooting was not performed as it was reported initially. The customer stated that he was transported by ambulance to the hospital and was unconscious during the trip due to a severe hypoglycemia. The customer was unclear if the insulin pump was lost in the ambulance or at the hospital. The customer stated that he fell asleep the night before to the admission and did not eat anything prior to falling asleep. The customer sated that his girlfriend woke him up the next morning and found him in an unconscious state, and then the paramedics were called.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.